Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse found that there was no output from the unit supplying 24vdc to system as there was failure in 24vdc power supply which result in blown fuse in power control board. To resolve this issue, fse replaced the faulty 24vdc power supply unit. The defective power supply unit was returned to philips for analysis and confirmed the malfunction as there was defective psu01 and psu02. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.